Event description:
The dentist reported the bur fell out of the handpiece while in use in a patient's mouth. There was no report of injury to the patient.

Manufacturer narrative:
In this complaint, a bur came out of a handpiece and was removed before it could be swallowed or aspirated. There was no injury to the patient. The bur is not intended to come out of the handpiece, therefore, the handpiece malfunctioned. There has been a report of the same malfunction where a physician decided surgical removal of the bur was necessary to preclude permanent damage to a body structure or permanent impairment of a body function. Per the medical device reporting regulation, this meets the definition and is reportable.